Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the right side of the coulter lh 750 hematology analyzer leaked approximately 20 cubic centimeters of cleaner and diluent. Customer reported that the leak was dripping onto the table. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the needle bellows was not draining correctly, causing fluid to overflow at the bellows. The fse found a tear or a hole in the I-beam tubing at fitting 167, causing vacuum to be reduced on the bellows. The fse replaced the tubing and the needle assembly.